Event description:
It was reported that the patient had an unknown sling implanted. A new artificial urinary sphincter with a 4.0 cuff, pump, and balloon were implanted for unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient experienced recurring incontinence.

Manufacturer narrative:
Additional information.

Event description:
It was reported that the patient had an unknown sling implanted. A new artificial urinary sphincter with a 4.0 cuff, pump, and balloon were implanted for unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.